Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event. The adhesive on the distal end of the device was found cracked. Parts of the adhesive was also found missing. The missing portion of the adhesive was not returned to olympus for evaluation. Based on the investigation findings, the cause of the reported event could be attributed to chemical damage during reprocessing. The device was serviced and returned to the user facility. The instruction manual for use states, ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed; olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿

Event description:
Olympus was informed that during a bronchoscopy procedure, the bending section cover glue from the scope broke off and fell inside the patient. The bending section cover glue was retrieved from the patient. The procedure was completed using a different scope (model# bf-mp160f, serial number# unknown). No patient injury reported.